Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [mc2avr1-delsys] (serial: (B)(6). Device available for evaluation: yes, return date: 13-may-2024 device evaluated by manufacturer: yes dev rtn to MFR? Yes. Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. There was evidence of foreign material (fm) within the inner sterile package. The analyst noted the full delivery system was returned with the device intact in the device cup. The packaging and fm (hair) were not returned with the delivery system. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. The customer photo of the delivery system shows fm wrapped around the flush tube of the delivery system which was not returned with the delivery system upon receipt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] [serial (B)(6) d9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), after unpacking the micra delivery systems, a hair could be seen on the shaft of the device. The ipg and delivery system was opened not used and replaced. There was no patient involvement.